Event description:
It was reported that there was a delay of 60 minutes due to during surgery the sureshot did not work at all because it was damaged and there was not a backup device available. The surgeon had to complete the surgery under c-arm to free hands to insert the distal screws. There was no impact to the patient.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found no obvious damage on the part. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.